Event description:
It was reported that the bd intima-ii 22gax1.00in prn slm npvc adapter/connector was defective/damaged. The following information was provided by the initial reporter translated from chinese to english: the endocrinology teacher reported that the needle end of this product broke during use; samples can be returned, with photos provided; green claims are required, and a complaint response letter and acceptance letter are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo and 1 defective sample. 1. The photo shows that the leakage site is at the pp connector. 2 .examination of defective sample: a. Leakage test is carried out on the sample, and it is determined that the leakage site is not at the pp connector, but at the connection between the pp connector and the extension tubing. B. The swaging depth test is performed on the sample, and the test result is within the product specifications. C. After the pp connector is dissected, it is found that the extension tubing is damaged. 2. DHR/bhr review/lot#3262346. 1. This batch of products were assembled at intima ii auto line 3 in october 2023, and packaged at r240 package line in october 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. This defect has also been found in the plant. When field operators routinely replace the broken pin of the turntable, they perform an open-hole inspection on the new pin and fail to detect the defect of slight bending or deformation. When these pins are installed in the flaring station, the defect of the extension tubing being pierced by the pin occurs. For this defect, the plant has added an offline inspection camera for pin inspection in january 2023. 4. In response to this complaint, we train the field operators again: the new pin must be rigorously inspected by the offline inspection camera before it can be installed in the flaring station. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): upon examination of the returned sample, it is determined that the extension tubing is pierced by the new pin with slight bending or deformation during the flaring process, resulting in leakage. This defect is an individual case, the plant has trained the field operators again, and will continue to track and monitor.

Event description:
No additional information provided.